Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that clip loading irregularities were experienced upon actuation. The unit was disassembled for evaluation and it was found that an internal mechanism was out of specification, which prevented the next clip from advancing into the jaws correctly. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented device enhancements intended to further minimize the potential for this type of incident to occur. This lot was built prior to the implementation of these enhancements. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "the surgeon noticed that the laparoscopic clip applier misfired three times while trying to clip the cystic artery. Second device was used without incident. It is unknown if the second device was the same or a different lot number." Patient status - unknown.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.